Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. The wire was full broken, and the conductor wires were exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed poor-quality coagulation at the beginning of surgery with maryland bipolar forceps. During the intervention, the energy cable appeared cut and therefore no more active energy was available. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: there was no patient harm or injury. The surgical procedure was completed with a back up instrument. The instrument was not inspected before use. Nephrectomy was being performed when the issue occurred. The type of damage observed on the power cable was a loose cable (e.g. Cable dislodged but still intact). There were no signs of thermal damage at the point of breakage. The damage did not cause a fragment to fall into the patient's anatomy.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.